Event description:
It was reported that during a percutaneous coronary intervention, a balloon deflation issue and a shaft fracture occurred. The 80% stenosed lesion was located in the non calcified and non tortuous mid saphenous vein graft (svg) to the posterior descending artery (pda). The 5.0 x 32mm veriflex stent delivery system (sds) was advanced over a 190 cm filterwire guide wire and through a 6 french non bsc guide catheter. The sds was deployed at 10atms and the inflation device was pulled negative; however, the balloon did not appear to completely deflate. As the physician was pulling the partially deflated device into the guide catheter it met minimal resistance and the distal portion separated. The complete sds, guide wire, and guide catheter were removed together. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention a balloon deflation issue and a shaft fracture occurred. The 80% stenosed lesion was located in the non calcified and non tortuous mid saphenous vein graft (svg) to the posterior descending artery (pda). The 5.0 x 32mm veriflex stent delivery system (sds) was advanced over a 190 cm filterwire guide wire and through a 6 french non bsc guide catheter. The sds was deployed at 10atms and the inflation device was pulled negative; however, the balloon did not appear to completely deflate. As the physician was pulling the partially deflated device into the guide catheter it met minimal resistance and the distal portion seperated. The complete sds, guide wire, and guide catheter were removed together. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the midshaft. The break was located at 2.5cm distal to the proximal edge of the midshaft. However, it was also noted that the midshaft was severely stretched. An examination of the proximal weld site confirmed that the weld was not necked down. The balloon was fully deflated but was not refolded correctly. As a result the balloon folds at the distal end of the balloon were opened outwardly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).